Manufacturer narrative:
Vyaire complaint #:(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that upon power up of their vela ventilator, the device alarmed "vent inop". The customer reported that there was no patient involvement.